Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose levels were 587 mg/dl and 562 mg/dl. The customer was treated with the manual injection/insulin pen. The customer was using the auto mode feature at the time of the event. The customer reported the infusion set had bent cannula. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.